Event description:
A 3.0 mm diameter x 30 mm length endeavor resolute rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a cto of the lad. Lesion morphology was reported at non-tortuous with little calcification. The lesion was pre-dilated. It was reported that the endeavor resolute drug-eluting stent was successfully implanted. A small dissection was noted distal to the deployed stent. (MFR. Report# 2953200-2008-00590) a second endeavor resolute drug-eluting stent was inserted; however, the physician was unable to advanced passed the previously deployed stent. The physician attempted to pull the delivery system back into the guide catheter; the stent caught on the proximal edge of the previously deployed stent. The physician made several attempts and pulled quite hard, the delivery system was removed without the stent. The un-deployed stent dislodged in the proximal lad. It was reported that the physician attempted to retrieve the un-deployed stent; however, it floated to the profunda artery. The physician pushed the un-deployed stent deeper into a side branch of the artery where it remains. A third endeavor resolute drug-eluting stent was successfully implanted distal to the first stent with 3mm overlap. No additional clinical sequelae were reported and the patient is fine. Please note that this device ( lot number unk) is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Secondary intervention.